Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a heavily calcified, mildly tortuous right femoral artery that is 80% stenosed. The emboshield nav6 embolic protection system (eps) was prepped; however, when beginning to remove the device, the wire was pulled at the rx port. This was immediately stopped and the wire was then pulled at the guide wire step end. The eps was placed and atherectomy intervention began. After a few minutes the filter migrated. There was no contact with the atherectomy device and the procedure was continued. After atherectomy was completed, two drug coated balloons were used and the flow was checked; however, there was no flow underneath the knee. A 2.5x120mm armada 14 balloon dilatation catheter (bdc) was advanced to re-open lower leg, but the balloon would not inflate as it was noted the end of the unspecified catheter was blocking the inflation process. The bdc was removed and it was found that the distal part of the eps delivery catheter had separated and was removed with the bdc. The same armada 14 was reinserted and functioned properly. Good flow was noted. There was no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Visual analysis was performed on the returned product. The reported migration was not confirmed as it was based on procedural circumstances. The reported material separation was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no indication of a lot specific product quality issue. The investigation was unable to determine a cause for the reported filter migration and material separation resulting in occlusion. It may be possible that the material separation occurred due to interaction with the atherectomy device or the heavily calcified lesion which resulted in migration of the filter; however, this could not be confirmed. The reported patient effect of occlusion is listed in the emboshield nav6 instruction for use (IFU), as known possible adverse event that may be associated with the use of the device. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.